Manufacturer narrative:
The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for the pcba. The customer reported that a new cpu pcba was replaced and installed to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 30jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device's touchscreen does not work. Its not holding calibration. The device was not in clinical use at the time of the event. There was no report of patient or user harm.